Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a cardiac effusion. It was also reported that the right atrial (ra) lead exhibited undersensing, diminished sensing and high threshold. The ra lead remains in use. No patient complications have been reported as a result of this event.